Event description:
The MFR along with the treating hosp has recently been sued in a lawsuit. The complaint alleges that in 1998 a pt received a serious injury that may be related to the use of the MFR's difibrillator pads.